Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient died because patient treatment was delayed due to the mx40 alarm "replace battery" not being generated by the central station. The customer found that the mx40 was powered off without warning. A patient death occurred.

Manufacturer narrative:
A field service engineer (fse) went to the customer site on 27-jun-2016 to collect data logs and troubleshoot the reported issue. The fse saw that at 22:53 on 24-jun-16 the ECG for tele6 was not shown at the central station. The fse reviewed the wave review application and found that there was no data from the telemetry device. The staff stated they were not aware of the power shutting down on the tele6 mx40. The fse saw that at 23:51 same day, the ECG waveform of tele6 was visible at the central monitor and a asystole red alarm was generated. This would indicate that the battery was replaced and the device was now powered on. During the timeframe from 22:53 to 23:51 the staff was not aware that the telemetry device was powered was off, therefore they did not replace the battery. The customer stated that the batteries were worn out and they routinely replace the batteries 3 times a day for one device. The fse confirmed that the "battery low" alarm was configured to a yellow alarm. The fse received information from the staff that a "no signal" (yellow alarm) was generated without generating the "replace battery" alarm. The fse confirmed that the corresponding mx40's had the "replace battery" inop on the mx40 display, so he advised the customer not to use the battery any longer. The fse tested the mx40 for 6 hours and the issue was not observed. Additional evaluation philips research and development technical engineers noted that the device was last connected on (B)(6) 2016 @ 16:11:18.093, voltage reading indicated that the battery was charged fully at 4414 mv. The central station reported the device was disconnected on (B)(6) 2016 @ 22:54:20.828. However, the device log did not indicate any disconnect events. This is the indication that the device was not powered. There were no batt low nor empty events shown. Therefore it could not be determined exactly what was occurring during that timeframe as logs do not store yellow or inop related events. The rechargeable battery that was sent could not be confirmed to be the battery in use at the time of the event. The cause of the reported issue could not be determined with the available information, therefore we will consider that the issue may have represented a malfunction at the time. The testing of the mx40 device by a field service engineer (fse) at the customer site and testing of the same device sent to philips for testing by r & d (research and development) the device was working and alarming as expected for low battery inop's both at the central station and on the mx40 screen. The fse confirmed while onsite that "tele service batt" inop was present in most of the sectors shown at the central station. This indicates the batteries reached its maximum charge cycle and deem not to be reliable but remained in use. The customer stated that the batteries being used were worn out and battery operating time with fully charged batteries show a shorter usage time. The customer has ordered new batteries. The date code of the battery in use at the time of the event could not be specified. Philips intellivue mx40 instructions for use, adequately state under battery information, that if you receive a battery inop the batteries must be promptly replaced. If these conditions are not corrected, they will result in a device shutdown and cessation of monitoring. The customer was provided with information related to investigation findings. The device was shipped back to the customer site. Patient information was requested but not provided due to patient privacy.